Event description:
A customer contacted beckman coulter inc. (Bec) and reported getting h&h (hemoglobin and hematocrit) check failed messages and that 6 patient samples run on their coulter lh 750 hematology analyzer gave erroneous results compared to the same samples run on a different instrument in their laboratory. The customer also observed a contained leak of less than 5ml of clear diluent from the bsv (blood sampling valve) at tubing connected to feed thru fitting ff204 when samples were run in manual mode. No injury or exposure was reported. Bec review of the data provided from the 6 patient samples show all had h&h check failed message and lower rbc, hct (hematocrit), plt (platelet) and higher indices all without instrument generated flags. Patient# 3 and # 6 also showed higher wbc and hgb (hemoglobin) compared to the results from the alternate instrument (lh 500) which was considered correct. The results provided by the customer are shown in the attachment. Erroneous results were not reported out and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
Controls were run before and after this event were within range. Customer discontinued using the instrument when they noticed the instrument generated h&h check failed error messages. A field service engineer (fse) went on-site and observed diluent leak at the bsv pads which caused h&h check failed error messages on patient samples. Fse found the bsv knob loose and noted that it would not hold tight when he tightened it, so fse replaced the bsv knob with a new one. Fse then verified there was no more leakage at the bsv and the system was validated. The cause of this issue is attributed to the bsv knob.